Event description:
Pt implanted with prodisc-l at l4-l5 and l3-l4. Pt experienced index level related numbness. Paint has persisted and add'l treatment/intervention is required. This is one of reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.